Event description:
It was reported that prior to starting a da vinci surgical procedure, a wire was broken on a maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found both up and down pitch cables frayed. The crimps that hold the cable was still attached. There was no damage to the grips. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.